Event description:
The physician reported that the primewire pressure guide wire would not torque and could not advance across lesion. Physician used a second wire and it did pass and an ffr was performed with second wire. This occurrence is not a reportable event. The device was returned for eval. Prior to device decontamination, the device was visually inspected and the 0.5mm x 0.5mm uvex dome was observed to be separated and missing from the device. The pt did not experience any adverse events. No add'l info was available.

Manufacturer narrative:
(B)(4). The DHR was reviewed and to date, no similar complaints for this lot have been rec'd. Mfg documents were reviewed and no deviations or non-conformances were found that would reasonably be expected to contribute to the reported failure mode. The returned device was visually and functionally evaluated. This wire is a straight tip model, but was returned with a j tip. Info on the user's shaping technique was unavailable although incorrect shaping may damage the device. The returned device had no traces of bodily residues likely having been autoclaved prior to return, but info about hospital decontamination methods was unavailable. Kinks were observed during inspection and the dome was missing from the distal tip. The wire was torqued with the returned torque device and no defect was found. It is possible a bend or kink in the wire caused torque issues during use. The user also reported the wire was unable to cross the lesion which may commonly result from torque issues. No trace of the missing dome was visible in the screw tip "well". It is not possible to determine whether the dome was present prior to use at the hospital although mfg documents indicate the dome was present during final device inspection. The distal tip dome is a 0.5mmx0.05mm rounded drop of uvex epoxy material intended to facilitate smooth tracking and reduce resistance during advancement of the wire. A missing dome can contribute to decreased wire handling performance although the decrease is not expected to be significant. Although it is possible the dome separated while inside the pt, no adverse events were reported, making this scenario unlikely. As it is not possible to determine when the dome separated, this event is being reported.